Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm was received. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy for insulin therapy.